Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging an issue with a fading display on her onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about a month prior to contacting lfs. The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to her usual management routine. The patient denied developing symptoms; however, on the afternoon of (B)(6) 2013, the patient reportedly visited her physician¿s office and obtained an ¿extremely high¿ blood glucose result on the physician¿s meter. Result was not specified. The patient was treated with lantus insulin (55 units) and novolog insulin (40 units). There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.